Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 13. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated and then a 2.75x12mm promus element stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed shaft break.

Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by MFR: initial visual examination of the returned device noted a hypotube break located approximately 220mm distal from the catheters strain relief. Microscopic examination of the balloon profile, and stent found no evidence of damage present. No further damage was noted with the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).